Event description:
The customer reported a pacing failure during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was confirmed. The therapy pca was replaced to resolve the issue. The device passed testing and was returned to service.